Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the cartridge was filled with approximately 290 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy and had manual injections available as alternate insulin therapy.